Manufacturer narrative:
(B)(4). Date sent: 3/9/2021. D4: batch # u40l5e. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device and upon visual analysis of the returned sample, it was determined that the b12lt device was received with the sleeve broken. The obturator and universal seal were not returned. As a result of the returned condition, functional testing was unable to be performed. It should be noted that product failure is multifactorial. One possible cause for the damage found on the sleeve may be excessive external load placed on the device. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during video-assisted thoracoscopic pulmonary surgery, "after inserted into the trocar," noted the trocar was damaged, near the far end 1cm, to 1.5cm long. The piece broke off and was retrieved. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.